Event description:
It was reported that a tip detachment occurred. An imager ii angiographic catheter was selected for use in a left leg diagnostic angiogram procedure. During preparation upon removal from packaging, the catheter was noted to be fractured 1mm proximal to the tip. The device fragment was dangling. The device never entered the body. Another device was used to complete the procedure. No patient complications were reported, and the patient was stable post procedure. It was further reported that the device was flushed with saline.

Event description:
It was reported that a tip detachment occurred. An imager ii angiographic catheter was selected for use in a left leg diagnostic angiogram procedure. During preparation upon removal from packaging, the catheter was noted to be fractured 1mm proximal to the tip. The device fragment was dangling. The device never entered the body. Another device was used to complete the procedure. No patient complications were reported, and the patient was stable post procedure. It was further reported that the device was flushed with saline.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an imager ii catheter. Visual and microscope examination of the tip revealed it was separated 25mm from the distal end. Materials analysis lab (mtac) found that there was polymer degradation which likely contributed to the confirmed detachment. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.

Event description:
It was reported that a tip detachment occurred. An imager ii angiographic catheter was selected for use in a left leg diagnostic angiogram procedure. During preparation upon removal from packaging, the catheter was noted to be fractured 1mm proximal to the tip. The device fragment was dangling. The device never entered the body. Another device was used to complete the procedure. No patient complications were reported, and the patient was stable post procedure.